Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause cannot be identified conclusively because no further information, logfiles or sample have been received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported suction loss in the left eye with a patient interface (pi) during laser procedure. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).